Event description:
Upon evaluation of the device by this MFR, it was found that the needle guide tube was detached from the device. It was initially reported that during a procedure for treatment tip was broken. The separated tip was removed using a basket. The operation went successfully with another unit and the pt's condition after the procedure was reported as good.